Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother originally called and then handed the phone to the patient. The patient reported that over the last week, he has had problems with his insulin infusion headsets leaking. The patient stated that the "needles leak where it attaches to the tubing". He stated he changed 4 sets in 3 days because of the leaks. He said he changed the headset and within an hour his shirt was wet from a leak. He stated it is not a specific box or lot number. The problem sets are not available for evaluation as the patient threw them out. During this time, he said his blood glucose elevated to 400 mg/dl with his normal range being 80-120 mg/dl. To correct his blood glucose, he stated he changed the infusion headset and bolused 11.5 units of insulin through his infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement product was sent. No product was available to be returned for evaluation.